Event description:
During procedure to correct decentered iol, vitrectomy and changing posterior chamber lens for anterior chamber lens in os, pt allegedly received retinal photic injury to macula in central field of vision. Total time of procedure reported as 1 hour 10 minutes. Facility reports that post-operative acuity is 20/200.